Event description:
Reportedly, a nurse was using the applicator to probe a 7 cm tunneling wound when the cotton tip came off inside the wound. They attempted to remove the tip. They were unsuccessful and the pt reportedly had to be taken to the hospital and have the tip surgically removed.